Event description:
The account alleges that a 4f catheter detached within the patient. The foreign body was retrieved from the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The device was discarded at the account. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and one similar complaint with this lot number was identified. Should the device be returned later, the investigation will be reopened.